Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed on the patient line of an amia automated pd set with cassette. The pm was further described as a dark brown dot on the outside of the patient line (outside the fluid path) that does not move and appears to be stuck. The pm was discovered prior to patient use during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that small black particulate matter (pm) was observed embedded in the outer wall of the patient line tubing. The black pm was determined, to be burnt plastic material broken off, during the tubing extrusion process. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.